Manufacturer narrative:
Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and oversensing. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the right atrial (ra) lead was returned to the manufacturer after being capped and replaced for unknown reasons and was later explanted. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.